Manufacturer narrative:
Technical support (ts) had the customer power off the cns and take out port 0 hdd and boot up on only the port 1 hdd. The cns came back on successfully. Ts then had the customer insert back in port 0 hdd and the cns started rebuilding the raid. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) will not boot up. According to the customer, the staff heard a clicking sound from the uninterruptible power supply (ups) and then the cns went down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) will not boot up. According to the customer, the staff heard a clicking sound from the uninterruptible power supply (ups) and then the cns went down. Technical support (ts) had the customer power off the cns and take out port 0 hdd and boot up on only the port 1 hdd. The cns cameback on successfully. Ts then had the customer insert back in port 0 hdd and the cns started rebuilding the raid. There was no patient injury reported. Investigation summary: the investigation determined the complaint record did not involve a failure/malfunction of the nk product. The issue was caused due to the failure of a non-nk manufactured accessory device. No further investigation is needed. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) will not boot up. According to the customer, the staff heard a clicking sound from the uninterruptible power supply (ups) and then the cns went down. There was no patient injury reported.